Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door failed and require maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed and required maintenance. A field service engineer (fse) found that door 5 often failed. The latch assembly was replaced. After the replacement, the hardware was rebooted and tested, and all tests were completed successfully, including verification through the application. The system functioned as intended after the field service engineer repaired the device.